Event description:
It was reported to boston scientific corporation on april 28, 2009, that a resolution clip device was used during a procedure performed on (B) (6) 2009. According to the complainant, during the procedure, the clip would not advance from the sheath. The device was then removed from the patient and tested. The clip came out of the sheath, but failed to open. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B) (4). Won't open. (B) (4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).